Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatitis during a pancreatic cystogastric bypass procedure performed on (B)(6) 2022. During the procedure, the axios device was unable to screwed to the scope as the luer on the handle detached and the inner component of the handle came out. The stent first flange also accidentally deployed outside the patient and a different size stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). An axios stent and delivery system were returned for analysis. The stent was received partially deployed. The delivery system was returned in the original position. Visual examination of the returned device found the luer detached from the lad nose and the outer sheath was kinked in the luer section. Microscopic inspection was performed and evidence of adhesive in the lad nose was found. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of outer sheath kinked was likely due to factors encountered during the procedure. It may be that the characteristics of the lesion, how the device was handled, and/or the technique used by the physician, limited the performance of the device and contributed to the outer sheath kinked. The reported event of stent first flange premature deployment could not be confirmed because this failure occurred during the procedure. The reported event of handle break could not be confirmed as the handle was returned in good conditions and no damages were noted. The investigation concluded that the luer detached is traced to manufacturing related problem. Therefore, a review and analysis of all available information indicated the most probable cause is manufacturing deficiency. An investigation is in place to address this problem.